Event description:
It was reported that the customer would like masimo to extract the trend data from the device from (B)(6) 2015. The patient expired when connected to the device. There was no known problem with the device. It was also reported that the patient was a pediatric ventilator patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.